Event description:
It was identified during a periodic review of the programming history database that the patient's device showed high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.